Event description:
Boston scientific received information that during a follow up visit, interrogation of this left ventricular lead revealed high out of range impedance measurements. It was thought this was due to a ring conductor fracture . The pacing/sensing vector was reprogrammed and the impedance measurements were within normal limits. In addition, after reprogramming, the lead appeared to be operating normally and no further issues were reported. No adverse patient effects were reported. The patient with this lead is not pacemaker dependent.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.